Event description:
It was reported that upon device interrogation during follow-up, the pulse generator displayed an error message. The device remained implanted.

Event description:
New information noted that the patient presented in clinic for follow-up on (B)(6) 2014. Upon interrogation, the device was still displaying an error message.